Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse felt resistance in universal surgical manipulator (usm) 3 during testing. The fse replaced usm 3 to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the instrument on universal surgical manipulator (usm) 3 was drifting on its own, without their input. The user informed the tse that the issue occurred in the first case of the day as well. The user confirmed that there were no system errors in the logs. The user continued and completed the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have no functional issues and passed all testing. Based on the complaint the yaw searchlight was determined to be consistent with the issue and was replaced in the usm. The complaint was confirmed based on the field evaluation. The probable root cause is due to a faulty yaw searchlight within the usm.